Manufacturer narrative:
.

Event description:
Procedure type: hysterectomy. According to the reporter, upon inserting, the balloon broke/tore inside the patient's cavity. The surgeon removed the complete device from the cavity, and a new instrument was used to complete the procedure. No patient injury was reported.